Event description:
It was reported that during a lobectomy procedure, the staples did not come out when the device was fired. There was bleeding of 200cc which stopped when the pt was sutured. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.